Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure after completing the cavotricuspid isthmus (cti) line, a pink film was noted on the tip of the catheter when it was removed from the patient. The catheter was flushed, and most of the film was removed. The catheter was replaced before continuing with pulmonary vein isolation (pvi) ablation. The case was completed with pulsed field ablation. And radiofrequency (rf). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data (log, video and image) files were received and analyzed. Review of the log/video/image files did not show any signs of material being on the tip of the catheter. In conclusion, the reported "foreign material on tip" issue was not confirmed through data analysis. The physical product has been returned and pending analysis/testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0229836161 was returned and analyzed. During external visual inspection, the catheter was found to be intact and a very small amount of foreign material was seen attached to the tip of the lattice of the catheter. It was confirmed the material was on the tip of the catheter. The cirris shorts and mapping test was performed on this catheter with passing results. A multimeter and breakout fixture (fxt-00161) was used to check for shorts to the metal braid, but none were found. The occlusion test was performed on the catheter using zaxis pd leak tester and was found to have passing results. It was determined there was not enough of the material to do any meaningful testing, therefore the catheter tip will not be sent out for histology testing. In conclusion, the material in the catheter tip issue was confirmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.